Event description:
Ous MDR - after an implantation time of about 64 months, it was reported that the device went into eri and 2.5 hours later it went into eos. It was further reported that no shocks or excessive energy consumption was observed. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt the ICD was not interrogatable. Therefore, the device was opened in order to inspect the inner assembly and to check the functionality of the electronic module. The visual inspection of the inner assembly showed no anomalies. However, the battery was found to be depleted. The electronic module was attached to an external power supply. The electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The device history record was inspected, documenting that the device performed as expected during the device manufacturing. The battery was sent to the manufacturer for further analysis. Analysis of the battery: the manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. Next, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified which led to an increased internal self-depletion within the battery and therefore to the clinical observation. In summary, the therapeutic functionality of the ICD proved to be flawless with an external power supply attached. The clinical observation resulted from an increased internal self-depletion within the battery.